Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed; no anomalies were found. The analyst commented that the distal low voltage electrode was covered in blood.

Event description:
It was reported that the right atrial (ra) lead helix mechanism was defective. The lead was attempted but not used. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.